Event description:
Patient was revised to address infection approx. One month ago (only the insert was changed), and again on (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.